Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. This synergy xd 3.50 x 20mm was selected for a procedure. Stent damage was noted and the procedure was completed with another device with no serious injury to the patient.